Manufacturer narrative:
The patient's weight has been estimated.

Event description:
It was reported that the patient had a new outer sheath driveline tear to approximately the middle of the driveline. The patient had no alarms. The numbers looked normal except for one event of high flow, high power, and low pulsatility index. The cause of these events was not identified and it was not identified how they resolved. The log file review contained a few clusters of daily pulsatility index events as well as routine power source changes. The driveline monitoring values in the log appeared within normal parameters indicating the wires in the driveline were not damaged. The tear to the outer jacket appeared cosmetic at the time. Rescue tape was applied to the area to prevent water ingress. The patient was doing well and reported no symptoms. The patient would have additional ventricular assist device (vad) interrogation and labs at future visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a tear on the driveline was confirmed based on the evaluation of the submitted photograph. In addition, an analysis of the log file provided by the account confirmed an elevated power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured one power and flow elevation on (B)(6) 2021, which was associated with a pi event. The pump speed remained above the low speed limit for the duration of the file and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. Both the IFU and patient handbook contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Lastly, both documents explain that patients must always connect to the power module or mobile power unit (mpu) for sleeping or when there is a chance of sleep and address all system controller alarms and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20dec2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The IFU states that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. Section 4 notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ the section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. Lastly, this IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. Section 4 of this handbook contains information on ¿caring for the driveline.¿ no further information was provided. The manufacturer is closing the file on this event.